Event description:
It was reported that a patient underwent an initial implant procedure involving the implantation of a new 27mm aortic bioprosthetic valve in the aortic position. The existing 29mm aortic bioprosthetic valve, which had been implanted in the aortic position since 2011, was explanted. The procedure involved the removal of the old valve and the implantation of the new valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.